Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 30-oct-2025. H.3. Device eval by manufacturer? Yes. Investigation summary: bd received 100 samples and 3 photos for investigation. The photos were reviewed and fibrin and poor barrier separation were observed. Additionally, a total of 30 returned samples were visually inspected for additive and gel defects. Three samples exhibited an additive abnormality and 6 exhibited gel smearing. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the following failure modes: fibrin, poor barrier separation, additive abnormality, and gel smearing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, 30 tubes exhibited fibrin and poor barrier separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, 30 tubes exhibited fibrin and poor barrier separation. No adverse impact was reported regarding the patient or user.